Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received and evaluated. The complaint can be confirmed. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. Visual observation confirms the tip looks burnt and manifold was melted. The device was forwarded to the manufacturer for further investigation into the observed failures. The device passed all electrical tests except hipot test a fail was recorded and the point of failure was observed at the damaged section. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds. The activation tests resulted in an ¿output shorted¿ message appearing on the generator when ablate mode was activated and coagulation mode works as intended. The cause for melted manifold is most likely due to a direct path being created between the active and return circuits at the distal end. This can be caused by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. When this electrical fault occurs the device will not function in ablate or coagulate modes as intended therefore is a root cause for the reported failure. Electrodes which exhibit a similar defect have been further investigated through CAPA, which concluded as the risk is below the anticipated rate of failure detailed in the system risk analysis, fmea and 100% leak inspections are carried out on the manufacturing line the risk is deemed negligible/minor no further corrective or preventative action are required. Capas are now closed. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken. When excessive amounts of tissue are being released into the joint space and insufficient fluid management is being utilized, the device can become clogged with the tissue and block the active suction path as observed, therefore is a potential root cause for the suction failure experienced by the customer. A manufacturing record evaluation was performed for the finished device lot numbers and product code, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep. In (B)(6) via email that the tip of the vapr s90 electrode 4.0 mm 90 degree suction with integrated hand piece presented intermittent defect during trans-operative period. It was stated that a short-circuit was observed outside the patient joint. Sales rep. Mentioned shoulder arthroscopy, knee arthroscopy implant and anchors as surgical procedure details. During in-house engineering evaluation, it was determined that the tip on the device looked burnt and the manifold was melted. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.